Event description:
It was reported that pump displayed malfunction alarm identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with performing pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged these instructions.